Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable free thyroxine (ft4) and free triiodothyronine (ft3) results for one patient sample from a cobas e602 analyzer. The sample was submitted for investigation and was tested on an analytical e module analyzer (e170) and a cobas e411 analyzer. Refer to the medwatch with (B)(6) for the ft4 assay. No erroneous results were reported outside of the laboratory. The patient was not adversely affected.

Manufacturer narrative:
Sample from the patient was submitted for further investigation. Based on the testing, an interference was confirmed which most likely caused the issue. Product labeling documents this interference.